Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer's wife stated that the customer was hospitalized due to a urinary tract infection and diabetic ketoacidosis. Troubleshooting was performed, and it was found that the customer was receiving an alarm on the insulin pump. It was advised that the customer discontinue use of the insulin pump and revert to a backup plan to treat his diabetes. Nothing further was reported.